Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.